Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. Troubleshooting reveled high impedances on both occipital leads. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the occipital leads were replaced. During surgery, x-ray imaging revealed both supra-orbital leads were accidentally pulled. As a result, the supra-orbital leads were repositioned during that procedure.

Manufacturer narrative:
Date of event is estimated.